Event description:
Customer reported that a patient underwent a skin cancer excision in 2008. The surgical site became inflamed with a deep purple reaction with cyct formations in 2009. The patient was prescribed antibiotics and topical antiinflammatory cream. The patient was recently examined six days prior, and some redness persists.

Manufacturer narrative:
Date sent to the FDA: 02/18/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.